Manufacturer narrative:
Additional information provided in h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No physical evidence was returned for root cause evaluation. As result, we were unable to verify the condition of the product. Additionally, no product information was provided to understand the batches of product used for this event. Attempts were made to retrieve product information. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the system or component from the procedure pak contributed to the reported event. Based on the available information, the potential source is from the customer's surgical suite, however, this cannot be confirmed. Consumables are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be pursued at this time for this occurrence. Current tracking indicates no adverse trend for this lot for this event. Complaints are continuously monitored to identify product and/or process areas where debris/foreign material is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of wearing proper ppe and maintaining clean work areas. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that there was a foreign body was found in the eye after cataract surgery when the patient came for the follow up visit. The fiber was removed from the eye on the next day. The patient was given unspecified medication after the removal of foreign body from the eye as a treatment.